Event description:
The physician reported that the patient underwent a second procedure, due to a broken suture at the anastomosis after undergoing a femoropopliteal iii bypass. It was reported that while in the recovery room, the patient developed a hematoma in the groin. The patient was taken back into surgery, where a broken suture was found at the anastomosis. The break was renewed using another gore suture and the procedure was completed successfully. The patient is reported to be ok.

Manufacturer narrative:
(Other) - involved device was not returned, user facility information and quality records reviewed. The user facility reported two possible suture lots (05513847 and 06176630) associated with this event. The model# is wlg606 and the catalog# is 6m04a, however, follow-up communication with the user facility could not confirm if either of these lots were involved in the event. A review of the manufacturing records verified that both lots met all pre-release specifications. Based on the information provided by the physician and the results of our investigation, gore is unable to determine the exact cause of this event. The potential for breakage is addressed in the precautions section of the instructions for use stating, "avoid crushing or crimping the suture with surgical instruments or exposing the suture to sharp edges. When tying knots with the gore-tex suture, tension should be applied by pulling each strand of the suture in opposite directions with equal force. Care should be taken to avoid using a jerking motion, which could break the suture." All available information has been placed on file for tracking, trending, and follow-up. Blank required fields on this form indicate that the information was not provided, was deemed unavailable or was not applicable. Attempt(s) to acquire information required for this form were made by gore.